Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip cable was broken at the distal idlers. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed that there was damage to the idler pulley where the broken grip cable was routed. The idler pulley exhibited abrasion marks to the pulley rim and face. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the large suturecut needle driver instrument was noted to have a broken wire prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.